Event description:
It was reported that the front legs of the base was not retracting properly and would not allow the cot to load inside the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.